Event description:
On (B)(6) 2011, a physician indicated dissatisfaction with the ams action neosphincter cuff closure mechanism. The physician indicated he "sutures closed the cuffs to stop them [from] becoming 'unbuttoned'." The physician also indicated dissatisfaction with cuff fluid loss. Specific details were not provided.

Manufacturer narrative:
Should additional info become available regarding this event, it will be reevaluated and a follow-up report will be sent.